Event description:
Reporter had breast implants on 5/79. Started having rashes 10/79, then intermittent nausea and headaches in 1980. Symptoms increased in frequency and severity until she experienced continuous flu-type symptoms from 9/92-7/93 when she had them implanted. Symptoms: nausea, vomiting, headaches, diarrhea (2-4 times a day), sore throats, low grade fever, congestion, sneezing. Coughing (pneumonia 2/93), muscle pain, joint pain, rashes, itching, and burning areas (4"x4") on legs.